Event description:
It was reported that a pt underwent an x-stop procedure. Follow-up radiographs showed that the implant wing dissociated from the implant tissue expander. Reportedly, the device will be removed. No additional information reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.